Event description:
It was reported that the patient underwent a revision surgery to replace the ams inflatable penile prosthesis (ipp) cylinders and reservoir. It was noted that the implant had stopped working approximately a month ago and that during replacement surgery, both cylinders were found to be ruptured. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell. No leaks were found. Product analysis was unable to identify device malfunction with the return reservoir. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had a large hole in the outer tube with broken fabric threads in the middle of the cylinder bodies and a bulge was present when inflated with syringe. Cylinder 1 had a hole which led to a leak in the inner tube that was the result of wear against the kink resistant tube (krt). The krt was worn down to the filament. Cylinder 2 had a large hole and detached outer tube with broken fabric threads in the middle of the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; bulge was present when inflated with syringe. Both cylinders were not pressure test due to the bulge that was present. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally test did not pass the activation test 2. Product analysis confirmed the reported clinical events.

Event description:
It was reported that the patient underwent a revision surgery to replace the ams inflatable penile prosthesis (ipp) cylinders and reservoir. It was noted that the implant had stopped working approximately a month ago and that during replacement surgery, both cylinders were found to be ruptured. No patient complications were reported.